Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-june-14, additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It reported the pump was replaced and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient via a manufacturer representative (rep) regarding the patient receiving baclofen (15000 mcg/ml, 614.5 mcg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2018, the patient heard alarms and went to their healthcare professionals (hcp) office the next day to get the pump checked. Logs were checked and recurrent motor stalls were seen following recovery from the time the patient heard the alarms. Pump replacement was scheduled and occurred on (B)(6) 2018. There were no reported symptoms. The patient's status was alive - no injury. There were no known environmental, external or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. The previously reported device code no longer applies to this event. The device code has been updated to; the previously reported conclusion code 11 no longer applies to this event. The conclusion code has been updated to 24. H10; analysis logs identified the drug in the pump was baclofen (1,500 mcg/ml, 614.5 mcg/day) and bupivacaine (4.0 mg/ml, 1.6387 mg/day). If information is provided in the future, a supplemental report will be issued.